Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had inadequate coverage of pain on the right side. The patient underwent a revision procedure wherein a lead was added and good coverage was confirmed postoperatively.